Event description:
The customer observed an issue where the barcodes for samples were being incorrectly assigned to patient samples, while using the accelerator automated processing system (aps) centrifuge module. The customer provided an example: instead of barcode 1234 being assigned to tube carrier 1 it was assigned to tube carrier 2 but the barcoded sample was physically in tube carrier 1. The customer indicated that 21 patient samples were issued with incorrect chemistry results due to incorrect barcode assignment. The results from these 21 samples were issued out of the laboratory. Each of these 21 samples were reanalyzed and amended reports were sent to the physicians. No individual data is available on sids or actual results. The customer states that no impact to patient management was reported.

Manufacturer narrative:
Investigation of the customer issue included an evaluation by abbott field service of the device, review of the complaint text, search for similar complaints, review of metrics, and a review of labeling. The incorrect sample association was due to a misalignment of the antenna that detects the sample carrier; field service addressed the issue by adjusting the antenna to avoid improper detection and also replaced and adjusted the spinner assembly and gates to address the barcode read errors no further errors were generated following service. A complaint and metric review did not identify an adverse trend or product issue related to the customer's issue of incorrect sample ID association, while using the accelerator automated processing system (aps) centrifuge module. Labeling was reviewed and found to be adequate. Based on the available information a deficiency of the aps centrifuge module was not identified.

Manufacturer narrative:
A follow-up report will be submitted when the evaluation is complete. No known impact or consequence to patient; (B)(4). An evaluation is in process.